Event description:
Event description guidant received information that since the last follow up exam 3 months ago, this implantable transvenous defibrillation lead, left ventricular pacing lead and atrial pacing lead exhibited loss of capture. There are no atrial markers seen, no atrial sensed events can be measured. Daily measurements show 2.5 mv p-wave at implant, but nr after that. The right ventricular (rv) amplitude also dropped after implant. Impedance measurements are all within normal range. There was non-reproducible noise on the atrial lead, with multiple inappropriate mode switches.